Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had audio beep anomaly. The customer¿s blood glucose level was 46 mg/dl. Customer was reported that insulin pump was not beeped when they experienced low blood glucose. It was unknown whether the customer was using automode at the time of reported event. Troubleshooting was declined for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted during testing.